Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing moderate levels of diabetic ketoacidosis (dka) with "normal" blood glucose (bg) values. At the time of the reported event, bg level was 109 (mg/dl) with ketones. Reportedly, the customer consulted with health care provider to address the reported issue.